Event description:
It was reported that during the beginning of the surgical procedure, the is2000 monopolar curved scissors instrument got scraped inside of the trochar, causing fragments to fall inside of the patient. The instrument fragments were retrieved and the planned surgical procedure was completed with a replacement instrument of the same type. No patient harm, adverse outcome or injury was reported. Medwatch MFR. Report #2955842-2006-00168 was created for the is2000 monopolar curved scissors instrument used during the surgical procedure.

Manufacturer narrative:
The cannula accessory was returned and evaluated. Per the customer reported complaint, engineering found a dent at the distal end of the cannula, which may remove material from the instrument during use. It was determined that the dent was most likely caused by user handling.